Event description:
Customer reported experiencing alarm 2 followed by alarm 26 indicating a potential occlusion issue, which did not adversely impact their blood glucose level as it remained below 500 mg/dl. The customer was advised to disconnect the site, load a new cartridge onto the pump, and deliver a 9-unit bolus, which completed successfully. Technical support arranged to provide a one-time pump replacement, with the customer continuing to use the current pump until receiving the replacement.